Event description:
It was reported the stimulator was showing error code 574. It was noted the patient¿s settings had been cleared. Intervention included reprogramming. They were able to reprogram the stimulator to the appropriate settings. Impedance and battery status measured within normal range. The event was resolved without sequelae and noted as related to the device or therapy and not related to the implant procedure. There were no signs or symptoms associated with the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3888q45, lot# va07lh6, product type: lead; product ID 3888q45, lot# va07n8d, product type: lead.

Manufacturer narrative:
Concomitant medical products: product ID 3888q45, lot# va07lh6, product type: lead. Product ID 3888q45, lot# va0 7lh6, product type: lead. Product ID 3888q45, lot# va07lh6, product type: lead. Product ID 3888q45, lot# va07n8d, product type: lead. Product ID 8840, product type: programmer, physician.

Event description:
Additional information received reported that the etiology was external study device specifically the clinician programmer. It was noted that the event was not related to the implant procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3888q45, lot# va07lh6, product type: lead. Product ID: 3888q45, lot# va07lh6, product type: lead. Product ID: 3888q45, lot# va07lh6, product type: lead. Product ID: 3888q45, lot# va07n8d, product type: lead. Product ID: 8840, lot# unknown, product type: programmer. Physician product ID: 37744, lot# unknown, product type: programmer.

Event description:
Additional information reported by a health care provider via a clinical study noted that the etiology was an external study device specifically the patient programmer.